Event description:
It was reported that leakage occurred with a unspecified bd catheter. The following information was provided by the initial reporter, "for your information, I (bd sales rep) had the same issue with another hospital but with a different catheter. It seems the issue comes from the lab as they changed the luer part. From this, there's no good connection anymore with the bd catheter. Information received on (B)(6): no batch number available, but 2 hcw from one department told us that they had a blood spatter when the device was secured. Not during a connection, it is when the safety system was set up and not just a leak but rather a splash with visible drops on the caregiver's gloves."

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred with a cathena 22gx1.00in straight bc. The following information was provided by the initial reporter, "for your information, I (bd sales rep) had the same issue with another hospital but with a different catheter. It seems the issue comes from the lab as they changed the luer part. From this, there's no good connection anymore with the bd catheter. Information received on december 9: no batch number available, but 2 hcw from one department told us that they had a blood spatter when the device was secured. Not during a connection, it is when the safety system was set up and not just a leak but rather a splash with visible drops on the caregiver's gloves."

Manufacturer narrative:
The following are the changes: d.1. Medical device brand name: cathena 22gx1.00in straight bc. D.2. Common device name: intravascular catheter. D.3. Medical device manufacturer: becton dickinson medical (singapore). D.4 medical device catalog #: 386806 d.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location: (B)(4) h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a unspecified bd catheter. The following information was provided by the initial reporter, "for your information, I (bd sales rep) had the same issue with another hospital but with a different catheter. It seems the issue comes from the lab as they changed the luer part. From this, there's no good connection anymore with the bd catheter. Information received on december 9: no batch number available, but 2 hcw from one department told us that they had a blood spatter when the device was secured. Not during a connection, it is when the safety system was set up and not just a leak but rather a splash with visible drops on the caregiver's gloves."